Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device touchscreen not functioning. The device was returned to the biomedical department with an unsigned note that stated broken rear bezel and touchscreen not functioning. No tracking information was provided; therefore, specific patient information, pump programming, or event details were not available. There were no reports of any adverse patient effects and no reported delays in critical therapies while the device was in clinical use. Though requested, no additional information was provided.